Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2014 with the following findings: call service alarms were observed in the black box and alarm history. A call service alarm occurred upon the first rewind attempt. Product analysis was unable to complete testing due to the call service alarm which indicated a data corruption. The data chip was replaced and reprogrammed; the pump was able to power up and be exercised with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.